Manufacturer narrative:
Drive support was inspected and no anomaly was noted. Pump unable to prime during prime/delivery test due to faulty forced sensor resistor. No uncompromised force sensor alarm noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 105 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.